Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) will be replaced due to premature battery depletion (pbd). Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) will be replaced due to premature battery depletion (pbd). Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device remains in hospital possession and is not expected to be returned to boston scientific for analysis.